Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced breathing difficulties and pain at the implant sites. The symptoms were still present even when stimulation was turned off; however ipg was explanted. There have been no further reports of complications.